Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 2000003441.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent a revision procedure wherein the old leads were replaced with a magnetic resonance imaging (MRI) capable one and were moved higher. The patient was doing well postoperatively and the explanted leads were discarded.